Event description:
It was reported to philips that the system failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and found system was stuck at 00:00. Philips remote service engineer (rse) worked with on-site biomed and upon troubleshooting, rse suspected media wall was unable to initialize, resulting in no information being displayed on the media wall and the flex pc issue. To resolve the issue, later customer installed new media wall. After new media wall was installed, the system returned to use in good working order. The codes were updated based on the investigation outcome.